Event description:
It was further reported that the device was replaced.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. (B)(4).

Event description:
It was reported that the battery voltage was 2.71 volts two months ago and was now 2.62 volts. Recommended replacement time (rrt) had not triggered yet. Premature battery depletion was suspected. Replacement of the device is planned. No patient complications havebeen reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. A 6932 implantable tachy lead, (B)(6) 2000. (B)(4).